Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was normal. Customer's blood glucose was 6.6 mmol/l. Customer also reports of receiving a motor error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test and prime alarmed during the prime test due to faulty force sensor. The insulin pump was unable to perform rewind, occlusion and the excessive no delivery test due to prime alarm due to motor error alarm. The motor was tested outside the insulin pump and passed motor test. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and cracked display window at all four corners.